Event description:
It was reported that the patient received inappropriate shocks due to a right ventricular (rv) lead dislodgment. All detections were turned off. The rv lead remains in use, but it was scheduled for a lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.